Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary according to the information provided, it was reported that during the surgery of arthroscopic left knee meniscus suture, after 1st firing, two plates were deployed at the same time. Another device was used to complete the surgery. The complaint device was received and evaluated. The needle with two plates was returned. The applier gun used in this procedure was not sent. On visual inspection it could be observed that the plates and sutures are not inside the needle which is a sign that both implants were deployed. The two plates and the sutures are in good condition, no structural damages could be found. There were no structural anomalies on the needle or the silicone sleeve. A manufacturing record evaluation was performed for the finished device 6l82855 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result and considering that the applier gun used on this procedure was not returned, this complaint cannot be confirmed for the reported issue. A possible root cause can be attributed to the user's applier gun, the pusher rod could have a slight deformation on the distal tip leading to the double deployment issue, however this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6)that during arthroscopic meniscal repair procedure of the left knee on (B)(6) 2021, it was observed that two plates deployed at the same time after the first firing of the meniscal repair device. Another like device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.